Event description:
Customer reported elevated sodium (na+) and chloride (c1- results on the rapidpoint 1265 analyzer. There was no report of injury for this event.

Manufacturer narrative:
The cause of the elevated na+ and c1- results is unknown.